Event description:
This event was initially reported per MFR. Report #2938836-2001-00264, dated 08/2001 on the concomitant lead: the lead and ICD were explanted due to lead noise. The noise caused a large number of capacitor chargings. The device was not believed to be a contributing factor to this event. However, analysis revealed a failed capacitor. This device was listed on the profile advisory.